Manufacturer narrative:
(B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: tevar was conducted with another manufacturer's stent graft (relay plus/ (B)(4)) for taa. Since type ib endoleak was confirmed although the stent graft was placed as planned, additional stent graft placement with tx2 distal extension was performed. When attempting to remove the gray positioner from the outer sheath after placing the stent graft of tx2, the user encountered unusual strong resistance. Then, the iris valve came out of the rotator, which resulted in slight blood leakage. (The volume of leaked blood cannot be determined.) Since the user judged that it would be risky removing the gray positioner to continue to use the device, he stopped pulling the gray positioner. Instead, the whole delivery system was removed from the patient and the device was replaced with gore's dryseal sheath to complete the procedure. Patient outcome: there have been no adverse effects to the patient reported.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). Summary of investigational findings: based on the investigational findings, the event described is no longer reportable in us. The product was not returned to aid in the investigation. Therefore, there is no objective evidence to determine if the root cause for this incident is procedural, patient or device related. However, previous investigations have noted the hemostatic valve being locked as a potential cause, as it would increase the friction between the iris valve and the dilator, making it more likely for the valve to pop out. The resistance becomes very high when the hemostatic valve is locked. Therefore, it could be possible that the user tried to remove the dilator from the sheath with the hemostatic valve locked. No evidence to suggest that the device was not manufactured according to specification. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.